Event description:
The customer contacted beckman coulter inc. (Bec) to report obtaining erratic tsh results below and within the normal reference range when patient sample results were retested. The samples were ran on the unicel dxi 800 access immunoassay system. One of the results was reported out of laboratory; however, the customer is unaware of any death, injury, and/or change in patient treatment due to the event. No additional data has been provided. Sample collection, type, and centrifugation information was not provided. The sample contained no particulate matter or fibrin clot and pre-analytical processing was completed as per bec recommendation. System check was acceptable, no analytical issues or system error messages were noted. Qc results were within the customer¿s defined ranges. The unit currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision).

Manufacturer narrative:
On 2012-(B)(4), a system validation was completed and all test results were correct and within specifications and do not show any technical issues with the instrument. Preventive maintenance was performed in (B)(4)-2012 based on the CAPA assessment risk matrix, no additional action is needed at this time. Bec to continue monitoring the event. Monthly tsh trending with current occurrence tool has not indicated that this assay has triggered action which allows it to be escalated for CAPA investigation. The investigation for this reported incident has been completed. Failure mode has not been determined for this event with the information available.

Manufacturer narrative:
On (B)(4) 2012, applications specialist and field service engineer are were onsite and agreed on performing a full validation on the machine. The validation results are pending.